Event description:
It was reported that cracks in the membrane of the infusion pump were identified during inspection. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event: updated as first of june 2026, as the event date is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.